Event description:
It was reported that the patient presented in-clinic for an initial implant procedure. During the procedure it was noted that the right-ventricular (rv) lead failed to sense and failed to capture. As a resolution the rv lead was not implanted and a near at hand replacement was implanted instead on (B)(6) 2025. The patient condition was stable.

Manufacturer narrative:
The reported events of failure to capture and failure to sense were confirmed. A complete lead with stylet inserted was returned in one piece. X-ray examination showed the inner coil at the connector region was over torqued consistent with procedural damage. Electrical testing found internal shorting due to the over torqued inner coil. The cause of the reported events was internal shorting due to the over torqued inner coil, consistent with damage caused during the procedure.